Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between other device to mobile, possible over delivery anomaly. The customer reported blood glucose value of 56 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Troubleshooting was performed. A loss of communication between other device to mobile was resolved. The event involved product(s) mmt-105elblna. Customer reported low bgs no further patient complications were reported. Mmt-105elblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The inpen paired to the commercial app. However, unable to perform baseline and wireless functionality, displacement dose accuracy test due to expired battery life of inpen. Battery investigation was performed, and battery measured 2.882 volts. No battery anomaly noted. Performed leak test and no priming anomaly was noted. Inpen passed front cap investigation. In conclusion: inpen battery lifetime last 1 year after first paring. It is possible battery life decreased as expected and the low battery icon appears several times near the end of the battery lifetime. Inpen working as designed. No communication anomaly noted. Therefore, the patient concern of inpen not pairing to app could not be confirmed. Unable to verify customer's complaint for high bg's. Unable to verify customer's complaint for possible over delivery anomaly due to expired battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.